Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-02263. It was reported the patient occasionally feels a shocking sensation near the lead incision site in her back. She stated the sensation is sudden then goes away and the issue occurs even when stimulation is off. It was reported the patient plans to meet with her physician regarding the issue. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.